Manufacturer narrative:
.

Event description:
It was reported that the patient passed away on (B)(6) 2016. This was identified from an online obituary that a company representative discovered. No information was available on the cause of death. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional pertinent information have been unsuccessful to date.